Event description:
It was reported that the patient presented for a routine device check. It was noted that there were episodes of noise on their right atrial (ra) lead. The noise resulted in oversensing and could be recreated via isometrics. No programming changes or intervention took place at the time and the patient would continue to be monitored. The patient was in stable condition.